Event description:
It was reported that the pump exhibited motor failure. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
B5: additional information received on 28-jul-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found bottom case and l-bracket badly cracked on the sides, top case corners chipped, and the right plunger case cracked. There was evidence of the reported problem in the event history log. The reported problem was not duplicated, however, the pump motor drive off post alarm will occur when the pump is running on battery power and the battery is nearly depleted which was the situation in this case as the battery was depleted. The root cause of the reported problem was traced to the customer. For corrective action the battery was replaced and charged as a preventive measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.